Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to loss of capture and high thresholds. No adverse patient effects were reported.